Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a dissection occurred. The 100% stenosed target lesions were located in the severely calcified and mildly tortuous tibial and popliteal arteries. Cryoplasty therapy was performed using a polarcath peripheral dilatation system in the tibial and popliteal arteries. The 5.0 x 60/135 sterling over-the-wire balloon catheter was then advanced to the popliteal artery for post dilatation. Dilatation was performed and a dissection occurred in the distal popliteal artery. The procedure was completed with this device. Two non bsc stents were deployed to successfully repair the dissection. The physician felt he oversized the balloon, causing the dissection. There were no additional pt complications reported and the pt's condition is reported as "ok".